Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00261.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: zimmer cup, catalog# 65875304401, lot # 61419213. Zimmer liner, catalog# 00875100628, lot # 61387692. Zimmer head, catalog# 00801802803, lot # 62270727. Zimmer allen plug, catalog# 00801102020, lot # 62331527.

Event description:
Patient was revised approximately four years post-implantation due to periprosthetic femoral fracture. During the procedure, the femoral stem was removed and replaced. No further information has been provided.